Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was turned off automatically. A field service engineer found that the station was prevented from booting by drawer 6. The drawer controller board was replaced, and the station booted up. However, the drawer was not functioning properly, multiple cubies were not detected on the bus. Upon inspection, the bus light was blinking on the interface board. The pyxibus interface board was replaced, but the issue persisted. The drawer controller was replaced once more, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had the station was turned off automatically and offline in remote support services. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.